Manufacturer narrative:
Retinal detachment is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a retinal detachment and refractive change over time. A retinal detachment repair was performed at a later date. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.